Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-05977, 2134265-2017-05932, 2134265-2017-05979, 2134265-2017-05980, 2134265-2017-06423, and 2134265-2017-06427. It was reported that the patient died. The patient presented with ischemic heart disease. Vascular access was obtained via the right femoral artery. The 90% stenosed, more than 80 mm in length, concentric, de novo target lesion was located in the mildly tortuous, severely calcified, and 2.35 mm in diameter right coronary artery (rca). Both a 1.5 mm and 1.75 mm rotalink¿ plus were used at some point during the procedure. After rotablation was performed, three synergy¿ drug-eluting stents (2.25 x 24, 3.50 x 38, and 3.00 x 38) were directly deployed in the rca in a slightly overlapping manner. The stents were considered to be well apposed and well positioned and post dilatation was not performed. Two non-bsc stents were also implanted in the left internal mammary artery. There was no dissection, perforation, or thrombus noted after implantation of the stents; however, the patient¿s pressures dropped and the patient went into cardiac arrest. Cardiopulmonary resuscitation was performed but the patient died.